Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-05468. It was reported that balloon rupture occurred. The 90% stenosed, in-stent restenotic target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). A stent was deployed but did not expand. Subsequently, the stent was ablated with a 1.75 and then with a 2.0 rotablator, and the stent successfully expanded. A 4.50mm x 12mm nc emerge® balloon catheter was then advanced for dilatation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and a 4.50mm x 15mm nc emerge® balloon catheter was advanced to continue the dilatation. However, during the first inflation at 4 atmospheres, the balloon also ruptured. The device was completely removed from the patient's body and the procedure was completed with a 4.5 x 12mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.